Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A family member of the customer reported multiple no delivery alarms from the insulin pump. It was reported that the alarms were resolved by a complete set change. The customer/family member did not wish to return the infusion set or reservoir for analysis. It was advised to call the helpline immediately for proper troubleshooting if the alarms resumed. The customer's blood glucose value was unknown. No further information was provided.